Event description:
Device malfunction: difficult to remove/clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the clip deployed on the distal end of the device and was difficult to remove. The access ports were attempted unsuccessfully. Counter traction and forcefull pull was used to remove the device from the pt's anatomy. After removal, it was noticed that one of the locator wings was bent. Hemostasis was achieved using manual compression. There were no adverse pt sequelae reported. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.